Event description:
It was reported that during the surgery, after fired, noted some staples malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # t5ee8v. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60w reload was returned unfired with the reload pan bent and partially dislodged. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number t5ee8v, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4: batch # unk . A manufacturing record evaluation was performed for the finished device lot/batch number, u40u38, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.